Event description:
A patient in a study underwent a da vinci assisted benign hysterectomy with salpingectomy- bilateral, cervicopectopexy, colposuspension (burch / lateral repair) surgical procedure. Thirty-three days after the procedure, the patient returned to the hospital with a retroperitoneal seroma/serohematoma. Surgical intervention occurred the same day, a laparoscopic seroma fenestration and aspiration. The event was reported as resolved and discharge occurred two days later. The index procedure was completed without intra-operative complications; it was reported there were no da vinci device malfunctions. After the index procedure discharge to home occurred four days later. The study investigator reported the event as severe, a serious adverse event (requiring hospitalization), a clavien-dindo grade iiib, possibly related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device. The patient's prior health condition of lash and salpingectomy and cervicopectopexy may be relevant to this incident.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 170 cm., body mass index (bmi) 24.9 kg/m2.